Event description:
It was reported that the patient has a possible lead fracture and is scheduled for a revision of the lead. Information was received that the patient underwent a generator replacement only. It was stated that the physician only replaced the generator and impedance was within normal limits, and the surgeon believes the high impedance may have been due to pin insertion issues. Pin reinsertion was not attempted on the original generator. The original generator battery was depleted some and the physician felt that a generator change "was better now". Normal impedance was seen immediately with the new generator and old leads when connected, and impedance was tested multiple times on new generator. No additional relevant information has been received to date.

Manufacturer narrative:
Section h6. Evaluation codes - conclusions, corrected data: code 4307 inadvertently not coded on initial MDR.